Event description:
It was reported that in the summer of 2014, the left ventricular lead exhibited loss of capture. The patient also experienced diaphragmatic stimulation. A chest x-ray in (B)(6) 2014, showed the lead dislodged into the right atrium. The patient had previously fallen, but the physician suspected the lead dislodged due to twiddlers syndrome. On (B)(6) 2014, the lead was successfully repositioned. The patient was in normal condition.